Event description:
It was reported that during a device change out procedure, the right ventricle (rv) lead demonstrated normal function. After connecting the rv lead to the new device, the rv lead failed to capture and the physician elected to not used it. The rv lead was replaced with a new lead successfully. The patient was stable throughout the procedure.